Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient did not perform any blood glucose tests at home. The patient experienced elevated blood glucose symptoms of nausea and vomiting. At an unknown time the patient went to the hospital. At the hospital the patient reportedly received the following results on a performa combo meter, compared to a professional meter, within 10 minutes: 68 mg/dl (performa) and 470 mg/dl (hospital meter). The patient was diagnosed with diabetic ketoacidosis and was treated with insulin. The patient was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.